Event description:
It was reported to philips that system was unable to acquire image. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to perform fluoroscopy and no recording possible, and no image on the flexvision monitor. The review of system log file confirmed the malfunction of ippc (image processing pc). The field service engineer (fse) went onsite and confirmed the reported problem. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device corrective action (z-1151-2024 ). The fse reloaded the software of ippc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.